Event description:
It was reported that during the implant procedure, when the right ventricular (rv) lead was placed, the lead had normal values for bipolar impedance and thresholds when measured over the analyzer, but with integrated bipolar the pacing impedances measured high and undefined and the thresholds were also high. Therefore, the lead was removed and not used, and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. Blood was observed on the sleevehead of the lead. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Blood was observed on the shaft seal of the lead. The analyst noted there was blood entered in lead conductor from the lead distal end through the sleevehead and the driveshaft seal. All electrical testing was within specified parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.